Event description:
The patient claimed that they were having issues with the buttons/keypad. Patient mentioned that the keypad is worn. Customer service attempted to contact the patient to obtain further clinical information; however, was unsuccessful. Customer service sent a letter to obtain further clinical information. At this time there is no evidence that there was an adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons responded properly. The keypad cover was removed and revealed contamination under the contact of the contrast button.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.